Manufacturer narrative:
The lens remains implanted. All pertinent information available to manufacturer has been submitted.

Event description:
It was reported that after implantation of a zxr00 intraocular lens (iol) in both eyes, the patient experienced halos and glares. Patient had bilateral caps. Patient's visual acuity on the right eye pre implant was 20/40 sans correction (sc) and 20/40 sc post implant. Lens remains implanted. No explant or medical intervention scheduled. Patient glare symptoms started on (B)(6) 2016. This report will capture the zxr00 iol implanted in the right eye and a separate MDR will be filed for the left eye.

Manufacturer narrative:
Additional information was received indicating that the replacement lens for the second eye was a za9003 with a 21.5 diopter. Furthermore, the patient is currently reading 20/50 san correction (sc) in both eyes post replacement. Patient information: visual acuity pre-op (pre initial implant): left: 20/40-1 sc, right: 20/60 sc. Visual acuity post-op (post replacement): left: 20/40 sc at distance, right: 20/30 sc at distance. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: additional information was received stating that the intraocular lens (iol) from patient's right eye was explanted on (B)(6) 2016. The right eye iol was replaced with a za9003 lens. No further information was provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Patient code 3191: foreign body sensation, 3191: posterior capsule opacification, 2140. The following additional information was contained in medical records received: the patient had posterior capsule opacification in both eyes, blurry vision in both eyes and foreign body sensation in the left eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: patient continues to have vision difficulties after the lens explant. The claim states that treatment and the care by the doctor was negligent resulting in plaintiff's (patient) temporary and permanent vision impairment. Also, the plaintiff states that the lenses were defective product, and have resulted in the plaintiff's sustaining temporary and permanent vision impairment. In addition patient sustained the following: headaches, dizziness, nausea, mental injuries. The following sections have been updated accordingly: outcomes attributed to adverse events: add disability/permanent injury. Additional patient codes: 2138, 1880, 2194, 1970, 2348. Additional device code: 3191 - defective lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up additional information was received. Patient¿s refractive error was noted as -0.50 -0.75x 65° for the right eye (od) and pl -0.75 x100° for the left eye (os). The lens explanted and replaced with a za9003 intraocular lens. A vitrectomy was required. The patient was 20/25 after lens replacement procedure. Explant date was not provided and the lens is not available for return. Patient's visual acuity: visual acuity pre-op (pre-initial implant) 20/40 od 20/40 os. Visual acuity post-op (post-initial implant) 20/40 od 20/40 os. Visual acuity post-op (post-replacement) 20/25 od. (B)(4). This report is specifically for the right eye only. No further information was provided. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Product inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The lenses were released according to specifications. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/19/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in four (4) pieces, most probably to make explant possible. Considering the condition of the returned lens. It is not possible to execute optical testing or perform further analysis. It has been confirmed that the lens with serial number (B)(4) met final optical testing requirements for diopter and resolution prior to release. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.